Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. A 25mm lotus edge valve system was selected for a transcatheter aortic valve replacement (tavr) procedure. A lotus introducer sheath (lis) was placed, and then the native aortic valve was treated with balloon valvuloplasty, in accordance with the instructions for use (IFU). Next, deployment of a 25mm lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the subject developed lbbb. No action was taken to treat the event. Four days post index procedure, the patient was discharged at home on aspirin and clopidogrel.

Manufacturer narrative:
A1: patient identifier: (B)(6). Patient information: updated. Adverse event/ product prob: updated. Suspected medical device: updated device batch, expiration date and manufacturer date.

Event description:
Respond edge post-market clinical study . It was reported that left bundle branch block (lbbb) occurred. A 25mm lotus edge valve system was selected for a transcatheter aortic valve replacement (tavr) procedure. A lotus introducer sheath (lis) was placed, and then the native aortic valve was treated with balloon valvuloplasty, in accordance with the instructions for use (IFU). Next, deployment of a 25mm lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use (IFU). On the same day, post index procedure, the subject developed lbbb. No action was taken to treat the event. Four days post index procedure, the patient was discharged at home on aspirin and clopidogrel. It was further reported that at the time of reporting, the event was considered not recovered